Event description:
It was reported that during implant visual inspection revealed insulation damage on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient condition was unknown.